Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of the stomach in a gastrectomy, device stapled on the right half of the stomach, stapler failure on the left side which remains unstapled. Surgical time was extended by more than 30 minutes or more due to manual suturing over the entire stomach section.